Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 5 on the home choice (hc). The home patient (hp) stated that the supplies were connected and there were no leaks. The technical service representative (tsr) instructed the hp to cycle the power on the hc to end therapy and advised the hp to start over with new supplies or finish with manuals. The tsr advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The hp was finishing therapy with manuals and contacting the rn. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.